Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced significant blood glucose fluctuations associated with exercise while using the ilet system with a 23" inset infusion set and a g7 cgm, including lows down to 39 mg/dl and highs over 400 mg/dl; the user paused insulin before exercise and occasionally resumed during activity, and treated lows with oral glucose. Symptoms included hypoglycemia with lightheadedness and malaise beginning around 80 mg/dl, as well as episodes of hyperglycemia. Outcomes included no lasting health consequences and the need for unexpected medication intervention in the form of oral glucose for hypoglycemia. Investigation included communication with the user and analysis of user-provided reports and synced logs. Investigation of this case revealed no findings and insufficient information to determine a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.